Event description:
The following was reported to hamilton medical ag: the local staff member noticed that the oxygen level was dropping and causing low oxygen alarms while checking for any abnormalities other than display front complete, so he decided to replace the oxygen mixer block and see what happened. He opened the new oxygen mixer block and installed it in c1. However, this time the o2 input flow test failed. Please replace the oxygen mixer block. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. No UDI required; device was manufactured before 2015.

Event description:
The following was reported to hamilton medical ag: the local staff member noticed that the oxygen level was dropping and causing low oxygen alarms while checking for any abnormalities other than display front complete, so he decided to replace the oxygen mixer block and see what happened. He opened the new oxygen mixer block and installed it in c1. However, this time the o2 input flow test failed. Please replace the oxygen mixer block. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).